Event description:
It was reported by the rep that (1) tlc55 was used during a colon resection procedure. It was reported that the surgeon placed the device across the proximal bowel and attempted to fire. The unit locked. The case was completed with another device without pt consequence.